Event description:
The hospital reported a pt experienced light anesthesia during a case. Subsequently, the clinician switched the pt to a sevoflurane vaporizer and the case was completed. The ge healthcare service representative performed a checkout of the vaporizer and noted it to be in a 'no output' alarm condition. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.